Event description:
It was reported by the distributor that on (B)(6) 2026, during installation of a 3dimensions mammography system, an error occurred when attempting to perform tomosynthesis exposures. It was reported that the tomosynthesis brake did not disengage as expected, resulting in movement of the entire c-arm instead of the intended tomosynthesis motion. The issue was identified during system setup and testing. No patients or staff were present at the time of the event and no injuries were reported. Hologic technical support reviewed the information and logs provided by the distributor¿s field service engineer (fse) and provided troubleshooting guidance. During the investigation, the fse performed checks of the tomosynthesis motion and brake operation. The fse reported that for troubleshooting purposes, the c-arm brake was temporarily held using an external power supply and additional voltage was applied to the tomosynthesis brake to release it. Under these conditions, the tomosynthesis motion operated as expected and only the tube head moved as intended during rotation. Following these actions, the system resumed normal operation. The distributor was advised to continue monitoring the system and to report any recurrence of the issue. No further information is currently available.